Event description:
Reportedly, the disposable loading unit (dlu) cartridge disengaged from the instrument and fell into the abdominal cavity. The dlu was retrieved without difficulty. No patient injury reported.